Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. A follow up will be sent if additional information is received.

Event description:
Per independent repair center irs, reason for repair is the unit is noisy/unit alarms not functional. The key failure indicated on the irs is compressor is noisy, which is the reason for repair of unit being noisy. Additional malfunction identified on the irs as power (on/off) switch with no alarm is directly related to the reason for repair of unit alarms not functional. The power switch non-functioning alarm issue is a reportable event which is the basis of the following FDA report.